Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the hospital due to a high blood glucose on (B)(6) 2017. The customer reported emergency medical services was dispatched because of high blood glucoses. The blood glucose value at the time of admission 305 mg/dl. The customer had no symptoms. The customer was treated for the high blood glucose level with intubation for three to four day and manual injections. The customer was wearing the pump at the time of the hospitalization. The customer reports not remembering what happened, their sugar was up and tried to bolus. The customer states they thought the piston may not have been moving to deliver insulin. Troubleshooting was not performed at the time of the call. The customers current blood glucose level was unknown. The customer declined troubleshooting for the high blood glucose level. The insulin pump will not be returned for analysis.